Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by abdominal pain and cloudy effluent. On an unreported date, the patient made a mistake by reusing a dirty piece of gauze which led to the reported event. The patient was treated with vancomycin (intraperitoneally (ip), daily, dosage not reported). The patient was hospitalized for the peritonitis. The patient had not yet recovered from the reported event and the hospitalization was ongoing. The nurse was contacted, but declined to provide information regarding the reported event. Additional information was requested, but is not available at this time.